Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing a vibratory alert. Upon interrogation it was noted that the implantable cardioverter defibrillator was in back-up. The device was restored to its normal settings. There were no adverse consequences to the patient.